Event description:
It was reported by service reported that the footboard modules are out of the shell. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board modules.